Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 303 mg/dl. Tandem customer technical support (cts) was unable to perform a system check to determine a possible cause of the past occlusions and the customer declined cts's offer to perform a system check using the current supplies. The customer changed the infusion set site and delivered a bolus to address the high bg level.